Event description:
Revision surgery - due to the patient's baseplate construct coming out of the glenoid. The baseplate screw and the inferior locking screw broke in half causing the implants to fall out of the glenoid. The surgeon converted to a hemi arthroplasty. The patient was extremely reliant on a walking device that caused an extreme amount of pressure on the glenoid components.

Manufacturer narrative:
The reason for this revision surgery was the baseplate construct came out of glenoid. The baseplate screw and the inferior locking screw broke in half causing the implants to fall out of the glenoid. The implants were in the patient for 4 years and 5 months prior to revision. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there are (B)(4) prior complaints on part number 508-32-104, rsp glenoid baseplate. Among those (B)(4) complaints, there are (B)(4) complaints on central screw failure. There are (B)(4) total complaints on baseplate locking screw related to breakage, improper locking and threads issue. The root cause for this event was most likely due to patient relying on walking device which lead to excessive stress or loading of the shoulder prosthesis as reported. Others factors that can contribute to this event include, trauma or excessive range of motion and improper tightening of peripheral set screws. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.